Manufacturer narrative:
This report is submitted on march 21, 2022.

Event description:
Per the clinic, the patient experienced skin breakdown (an ulcer) at the implant site (treatment is unknown). The implant remains in-situ. Further information is being sought from the clinic.

Manufacturer narrative:
Per the clinic, it was also reported that the patient experienced a skin flap necrosis. The implant remains in-situ. This report is submitted on april 14, 2022.